Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2026. During the procedure, the clip prematurely deployed. The anatomy location is unknown. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imrdf code a150103 captures the reportable event of premature deployment, egd or unknown procedure, also unknown location or esophagus.